Event description:
It was reported that catheter break occured. The 80% stenosed target lesion was located in the non calcified and non tortuous left anterior descending artery. An opticross imaging catheter was used to view the target lesion. During percutaneous coronary intervention, when they were advancing down the vessel, it was noted that the catheter kinked, broke and no image occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the returned product revealed that the device does not present detached, however, the catheter has an imaging core windup in the telescope section, which may have resulted in the reported imaging issue. Additionally, kinks were observed in the sheath assembly. No other visual damages or detachment section were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter break occured. The 80% stenosed target lesion was located in the non calcified and non tortuous left anterior descending artery. An opticross imaging catheter was used to view the target lesion. During percutaneous coronary intervention, when they were advancing down the vessel, it was noted that the catheter kinked, broke and no image occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.